Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during use right ventricular (rv) lead, lead integrity alert (lia) triggered for impedance, and high rate episodes. It was also reported that the rv exhibited intermittent oversensing. The rv remains in use, and no patient complications have been reported as a result of this event.

Event description:
It was further reported that rv lia triggered for low impedance and oversensing due to noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain and lightheadedness. The rv lead exhibited high thresholds.